Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the ok button was unresponsive to user presses. The reporter also said that there was a tear in the keypad on the ok button; the issue was first noticed by the reporter last night. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 06/27/2013 device evaluation: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On examination, the top of the keypad was noted to be torn and the contrast button was missing. The audio bolus button was also noted to be missing with corrosion on the bolus button contact. A keypad wire was torn and contact for the contrast button was missing. On testing, the ok button was not functional. The up arrow and down arrow keypad buttons were functional. The keypad cover was removed for investigation and did not reveal any further damage or defect. Leak testing revealed moisture ingress at the site of the missing audio bolus button. The pump was opened for investigation and did not reveal any further evidence of moisture ingress or internal damage.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.